Event description:
It was reported that an ilet user experienced hyperglycemia with glucose values around 220 mg/dl for approximately four hours after a declared meal, with frustration about frequent postprandial highs and concern that the usual breakfast and dinner insulin amounts appeared similar despite different carbohydrate sizes. Symptoms included elevated blood glucose without reported acute complications. Outcomes included user education and troubleshooting, with glucose returning to target by the end of the interaction and no alerts, alarms, or hospitalization. Investigation included review of device use patterns and meal declaration habits, assessment of infusion set status, and provision of education and training. Investigation of this case revealed no device alarms or mechanical issues, a recent infusion set change with an intact cannula, and user patterns showing infrequent meal declarations and potential mismatch between declared meals and insulin dosing expectations. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.